Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a hole in the heater line was reported which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a hole in the heater line (red clamped line) and the floor was drenched where the hc and bags sat, which led to the alarm. Renal therapy services (rts) assisted the patient in clearing the error and explained to complete the therapy with manuals. Rts advised the patient to call their nurse due to unsterile cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.